Event description:
A nurse reported during the intraocular lens implantation a unknown substance like a thin film was found on the back side near the lens haptic. The substance was removed with irrigation and aspiration and the operation was completed with no issue. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. Photo provided showing implanted iol on a monitor screen. Reported complaint cannot be confirmed from the provided photo. The manufacturer internal reference number is: (B)(4).